Event description:
It was reported that the device was getting hot during use in a procedure at the user facility. The procedure was completed successfully without a surgical delay; no medical intervention or adverse consequences were reported.